Event description:
The device release button had disassembled, posing the risk of a small component being lost in a surgical site, during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The device release button had disassembled, posing the risk of a small component being lost in a surgical site, during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.